Event description:
It was reported that, "it was reported that the patient dislocated the bipolar from the constrained insert.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.